Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, during deployment, the suture/strings did not retract back to enable cutting of the suture. The device was withdrawn and a non-abbott device was used to achieve hemostasis. There was no reported patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that an anterior needle-to-cuff miss occurred as evidenced by the anterior cuff remaining in the anterior foot pocket and the anterior needle remaining undisturbed. This indicated that there was no engagement between the anterior needle and anterior cuff. The anterior needle-to-cuff miss subsequently resulted in a failure to retrieve the suture as reported. During lab testing, the needle plunger could not be reinserted due to excessive dried blood in the guide tube; therefore, the needle trajectory and push mandrel travel could not be tested. Based on the investigation findings, the probable root cause for the anterior needle-to-cuff miss that subsequently resulted in a failure to retrieve the suture during needle plunger retraction is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Caller reported blood glucose results of 400 mg/dl and 110 mg/dl within 10 minutes as an example of discrepancy when comparing compact plus system 1 to compact plus system 2. Did not specify which system gave which result. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.